Event description:
It was reported that the patient was having an issue with her device. Her right hand was cramping and hurting her. She checked her left implantable neurostimulator (ins) and stimulation was turned off. This had never happened before. The stimulation was turned back on and everything was back to normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator model 7426, serial# (B)(4), implanted: 2009-(B)(6), explanted: unknown, extension model 7482a40, serial# (B)(4), implanted: 2009-(B)(6), explanted: unknown, extension model 7482a40, serial# (B)(4), implanted: 2009-(B)(6), explanted: unknown, lead model 3387s-40, lot# v184846, implanted: 2009-(B)(6), explanted: unknown, lead model 3387s-40, lot# v245967, implanted: 2009-(B)(6), explanted: unknown.